Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is a degraded dso seal; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted.

Manufacturer narrative:
Other, other text: d4: UDI and serial number, are unknown; no further information provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during the use of the cassette, a 'no disposable, pump won't run' alarm went off. So the patient changed the pump to another one and the alarm settled. No adverse patient effects were reported by the customer.